Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the philips remote service engineer reviewed the system remotely and confirmed that it was not powering on. A philips field service engineer (fse) was subsequently dispatched to the site. After inspecting the system, the fse verified the reported issue. The input power supply was found to be functioning; however, the power supply unit (psu) of the fan tray was not operational. All fuses were checked and confirmed to be in good working condition. The defective pdu fantray was returned for analysis which concluded that the psu was faulty. The pdu fan tray and dcps were then replaced by fse. Following these replacements, the system was restored to normal functionality and returned to clinical use in proper working condition. The philips has initiated a field safety corrective action (2024-igt-bst-024). The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.